Event description:
It was reported that an alert indicating the right atrial automatic threshold (raat) was detected to be higher than the programmed altitude or was suspended on this pacemaker. It was noted that there was noise on the lead and an inappropriate mode switch. The noise was sensed and triggered an inappropriate mode switch. It was noted that there was brief pacing inhibition. Technical services (ts) recommended different troubleshooting actions and resolution recommendations. The device remains in use. No adverse patient effects were reported.